Event description:
Md attempted to insert a #8 portex trach and upon inserting it, the cuff tore. The damaged trach was removed and a new #8 portex trach was inserted without incident. No adverse effect to pt.